Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 3.0x20mm drug eluting stent, but encountered difficulty crossing the lesion. The device was removed from the pt and it was noted that a stent strut was lifted. The procedure was completed with another taxus express2 stent. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
As the unit has not been returned, a technical analysis was unable to be performed. A review of the manufacturing records found that the device met material, assembly and product specifications. The most probable root cause of this complaint is operational context, due to the likelihood of anatomical and or procedural factors encountered during the procedure.